Event description:
It was reported that while drilling, a 45mm piece of the suture eyelet guide pin broke off in the femur. Confirmed with c-arm that the broken piece of this " trocar " tip was completely contained within the femur. Case: left knee acl.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed bent shaft and broken tip of guide pin. The device met all material specification as received. The most likely cause of this type of event is prying and/or leveraging on the guide pin. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.